Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that on an unknown date, a ten inserter disassembled. No further information is available at this time. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). The investigation has shown that the thread came loose in the upper region. Therefore, the nail could not be released accordingly. Unfortunately we can not reproduce the circumstance of the failure again. We can only assume that the thread was damaged in case of mechanical overloading. It was determined that the article was manufactured according to the specifications of this time. Manufacturing documents were reviewed and no complaint related issues were found.